Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the top housing was broken. The tamper seal was removed. There was no evidence to review in the device's event history log. The device was powered on and an audio test was performed as part of the functional test and the reported issue was duplicated. It was determined that the probable cause was due to the connection between the speaker, interconnect pcb, and the main pcb. As a result, the top housing speaker, interconnect pcb, and main pcb were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a primary audible alarm and a chipped case. There was no patient involvement, no adverse patient effects were reported.